Event description:
Healthcare professional reported "distortion of left capsule." Later, healthcare professional reported no complaint against device. Healthcare professional then reported "grade 4 breast capsular contracture," "wrinkling and distortion of the contour", "distortion and discomfort". Affected side is left. The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.